Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing "red heart" alarms with pump stoppages and there was a concern about a tear in the percutaneous lead jacket. The system controller was exchanged for another system controller. The manufacturer's technical service personnel arrived on site to inspect the percutaneous lead. A continuity test on the percutaneous lead was performed and passed test. Rescue tape was installed on the percutaneous lead jacket tear. No further issues have been reported.

Manufacturer narrative:
The device remains implanted and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.